Manufacturer narrative:
The complaint of chemotherapy infusion and was not working properly on item cl3011 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history was reviewed, and non-conformities were found that would have led to the reported condition on the complaint

Event description:
The event involved a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. It was reported that during an infusion of hazardous medication. The infusion was supposed to be ran for 2 hours but half the bag was infused in just over 20 minutes. Infusion was stopped, patient was assessed, and infusion pump was checked as well. The infusion pump was changed, and the result was the infusion was still running at an accelerated rate. Patient was not harmed at all throughout the run time of the infusion. There were other infusions that used this specific lot, and everything came out as expected.

Manufacturer narrative:
One used set #cl3011, 30" connected to an unknown, extension set and two unknown, 5% dextrose 250ml bags were returned for evaluation. As received, no physical damage or anomalies were observed on returned sample. Once the sample was primed at gravity pressure, and no occlusions, flow restriction or leaks were observed. The complaint of overdeliver cannot be confirmed or replicated. The product performance met the product specifications. Lot history review was performed and non-conformities were found that would have led to the reported condition on the complaint.